Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge.

Event description:
It was reported that during an unknown procedure, the surgeon was placing a footprint anchor into the prepared bone when the anchor broke in half. The distal end of the anchor remained connected to the stay suture while the rest of the anchor broke off. The surgeon then had to open the patient and spend a considerable amount of time locating the broken piece of the anchor. This resulted in an overnight stay and extra antibiotics for the patient. The broken piece was retrieved.